Event description:
Event: (cc# 98-00851) the patient turned and the pump stopped. "Check catheter" alarm sounded from the pump and blood was noted in the tubing. The iab was removed and a second iab was inserted. The following was reported to datascope on 12/17/98: another iab was not inserted into the patient. There was no patient injury or complication as a result of the event on 6/8/98. The patient expired on 7/98. [Event complications]: none from the event - reported 7/2/98 and 12/17/98. [Patient's current status]: expired - rpt'd 12/17/98.